Event description:
Found during routine testing. The customer called to report that the device won't boot up and operate properly. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up properly. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and observed a leaking capacitor, designator c88, that its electrolyte had damaged the land to the (+) lead of itself, causing an electrical open. Root cause for the reported problem was an electrical open at capacitor c88 on the system pcb assembly.